Manufacturer narrative:
Additional information received: MDR updated.

Event description:
1/5/2026: while starting a line in a patient the IV catheter needle would not retract after pressing the autoguard safety button. 1/15/2026- customer response any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No healthcare professional injury occurred. A patient needed an IV inserted. The product malfunction resulted in the patient being stuck x4 for IV access. I believe each additional attempt over 1 would be considered an adverse event.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5083237. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle did not retract leading to a needle stick. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Answer: while starting a line in a patient the IV catheter needle would not retract after pressing the autoguard safety button.